Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed by failure analysis (fa) and the issue was confirmed to have occurred in the field via the system logs review but was not replicated during the in-house testing. The unit was tested on an in-house system in normal mode with no related errors. The unit was connected to the system and different instruments were installed in the usm and tested with no issue. The unit was also tested on a patient side cart fixture test platform (pftp) and all tests passed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to issues with staplers. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. The complaint regarding the usm issue with staplers was confirmed based on the field evaluation. Advanced technical review: system log investigation: a review of the logs for the two sureform 60 staplers and da vinci system associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: logs showed that was the first stapler used and it was installed three times and fired three reloads (all white). All three firings were completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument. The second stapler used was installed once and fired one reload (white). Firing was completed per logs with no pauses for compression. No incomplete clamps by this instrument. Shortly after the unclamp event for each of the first three-installs, the logs showed instrument recognition errors (error code 282) on universal surgical manipulator (usm) 3, which was the usm that the sureform instruments were installed on. There are also a couple errors indicating the set-up joint moved without being clutched on usm 3, prior to the third occurrence of the recognition error.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the site received a yellow recoverable fault where the entire universal surgical manipulator (usm) 3 would move down. They had to hold the instrument, but it kept trying to move down on its own. The site called to report the sureform 60 stapler instrument was unresponsive during surgery. The stapler was not gripping tissue, even though the system displayed a message that the stapler was on tissue. The staff stated the sureform 60 stapler was difficult to remove and was dangerously close to the aorta and difficult to remove. However, after checking the usm, the sureform 60 stapler was successfully removed and was completed robotically. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument/system arm was moving on its own toward the aorta. The robotics coordinator noted it was unclear whether the system arm or instrument were causing the motion. The robotics coordinator was able to stop the motion with no patient harm. There was no bleeding. The stapler jaws were never stuck on tissue, but they were stuck closed. The robotics coordinator opened the jaws successfully with the manual release knob. Then, they pushed the port clutch and removed the stapler instrument with the entire trocar and port. There was no harm to the port site, and it was not enlarged. The staff swapped to a backup stapler on the same system arm and finished the case with no further issues.